Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated was changing set and loading insulin and put back in chamber and pushed button to start closing it and insulin kept going and shot the ceiling. The customer is recovering from cancer and doing fine. The customer stated that he does not feel we need to discuss this further as both doctor and representative in area knew about it.